Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt noted this was the 3rd time it had happened where when recharging the implant the controller screen would go blank but before doing so pt would get a message of saying some malfunction and then the controller would not work then go black not being able to do anything. When recharging the implant pt will also get a message stating the need of a new battery (patient services (ps) understood battery low replace controller battery), also another time when the issue first started the controller would get frozen on checking recharge quality. During this the pt will get a "super charge" in their side and switch to another program. Because pt will reset the controller during this situation and when the controller becomes responsive their controller will switch to another program giving pt a really high charge that was really painful. The program pt had set will be low but once they reset the controller after charging issues the program will be super high which was uncomfortable. When ps asked for an event date pt noted this happened a couple months after implant then a year ago then happened now. The pain was so painful and unbearable sine the therapy is on high and stuck there. Pt noted it freezes on the highest setting at their body on the highest setting and the controller is off and broken so they take the batteries out again. Troubleshooting was unable to be performed as pt only had their controller with them and not their recharger. Pt will call back for troubleshooting and a possible recharger replacement. Additional information was received. Pt called back re-reporting information previously documented in this case. They inspected their recharger (rtm) and noticed some discoloration where the cord goes into the paddle and pt said they do notice the paddle getting hot while recharging. Additional information was received. The patient (pt) stated that they had to charge their implant every day, despite being told they'd need to only charge every other week.